Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory and was due to the device not being connected to a lead. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed while the device was still in the box during device interrogation before implant. The device was not implanted and another was used instead.